Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained groin access to the patient and the patient was administered a half dose of heparin. The physician attempted the transseptal puncture twice before successfully crossing the septum. The physician then inserted and positioned the was in the left atrium of the patient. After positioning the was the physician determined that the sheath appeared to go through a previously undiscovered patent foramen ovale (pfo). The physician decided it would not be suitable to use the pfo for the procedure due to it severely limiting the was manipulation. At this time a thrombus was noted on the tip of the was. The physician aspirated the thrombus out of the patient and transesophageal echocardiogram (tee) imaging showed no additional thrombus present. The patient received the remaining dose of heparin after the thrombus was removed. The physician was determining a new approach for the transseptal crossing when a thrombus was then noted in the left atrium of the patient. The procedure was ended with no closure device implanted. The patient was admitted to the hospital to remain under observation and placed on a heparin drip to resolve the thrombus. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.